Event description:
It was reported that the left monitor screen was blinking and went black. This could cause the system to become unusable due to the inability to display a live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.